Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22- client is testing with expired test strips (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Son in law is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is six months ago (expired open date more than 4 months). The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:308mg/dl date: (B)(6) 2018 time:1042am fasting, result 2:237mg/dl date: (B)(6) 2018 time:10:42am fasting, result 3:157mg/dl date: (B)(6) 2018 time:10:48am fasting, result 4:139mg/dl date: (B)(6) 2018 time:10:47am fasting, result 5:182mg/dl date: (B)(6) 2018 time:12:38pm fasting. Customer calling states that they would give different results every time they run a blood test. Customer have not use the meter for a while now. Customer got the meter and strips 6 months ago- and stop using those 5 months ago.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Son in law is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is six months ago (expired open date more than 4 months). The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer calling states that they would give different results every time they run a blood test. Customer have not use the meter for a while now. Customer got the meter and strips 6 months ago- and stop using those 5 months ago.